Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported, that no data occurred. The sensor was inserted into the arm. Data was evaluated and the allegation was confirmed, as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss, due to the transmitter and app were not being able to establish a connection. The reported event of no data occurred is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.